Event description:
Device malfunction: difficult to loan onto guidewire, partial deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation, the xpert stent was being loaded onto the guidewire (gw) and resistance was felt during advancement. The device was noted to be partially deployed. Reportedly, there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.